Manufacturer narrative:
A getinge service territory manager (stm) contacted the customer via phone. The stm explained that the 'hissing' was heard after compressor replacement during recent pm. The iabp passed all functional and safety tests according to factory specifications. Hissing is no longer heard once counter-pulsation starts and the unit completes autofill. Iabp unit was cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units fan is noisy. There was no patient involvement.